Manufacturer narrative:
(B)(4). A visual examination of the returned resolution clip device noted that the control wire was separated from the yoke. The clip assembly was still locked on to the bushing and could not be deployed. The prongs could not be opened or closed; they were locked into the capsule. There is not enough information available to determine what caused the reported failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip could not be closed or locked after being opened. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed that the clips failed to release from the catheter; therefore, this is now an MDR reportable event.